Event description:
It was reported that during a da vinci low anterior resection procedure, the endo wrist one vessel sealer instrument displayed the error message, calibration failed. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument blades dislodged. Visual inspection shows the blade was exposed 0.63 from the blade garage. The conductor wire was not damaged. Additional observation not reported by site was the snake wrist was dislodged at the distal end of the instrument. As a result of the dislodged wrist, the instrument could not be tested for sealing or cutting issues since the instrument could not be inserted into the cannula for functional testing. No other damage was found. Failure analysis concluded the dislodged wrist was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the dislodged wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.